Manufacturer narrative:
External insulation abrasion was noted at 34.1 to 34.5 cm from the distal tip, consistent with lead friction to can. The etfe coating was abraded at this location. This is consistent with the observation from the field of loss of capture.

Event description:
It was reported that a patient presented for a right ventricular lead revision due to loss of capture. The right ventricular lead was unable to be repositioned and was explanted and replaced. The left subclavian was occluded. As a result, the system was moved to the patient's right side. The patient was stable before, during, and after the procedure.